Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11083. It was reported that stent damage occurred. During unpacking of a 2.25x24mm promus element¿ plus stent, it was noted that the stent struts were sticking out. A 2.50x38mm promus element¿ plus stent was then unpacked, but the stent struts were also sticking out. The procedure was completed with a non bsc stent. There were no patient complications reported.